Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) bilateral lumbar radiculopathy 2) lumbar spondylosis l3-l4 and l4-l5 spondylolisthesis 3) l3-l4 and l4-l5 stenosis with canal and foraminal stenosis 4) back pain 5) lumbar mechanical instability, l3-l4, and l4-l5 and underwent the following procedures: 1) bilateral l3, l4, and l5 laminectomy, medial facetectomy, and foraminotomy 2) resection of bilateral l3-l4 and l4-l5 synovial cyst 3) bilateral l3, l4, and l5, arthrodesis with segmental instrumentation 4) intraoperative somatosensory evoked potential and electromyogram monitoring 5) intraoperative fluoroscopy 6) intraoperative use of cell saver 7) placement of hemovac drain 8) intraoperative use of local bone autografts, rhbmp-2/acs and platelet gel. As per op-notes, "local bone graft was morselized with a bone mill and mixed with the platelet rich platelet gel and applied over the transverse processes bilaterally. A large rhbmp-2/acs pad was cut into 4 pieces, and also packed with local bone graft and platelet rich platelet gel and applied over the transverse process of l3, l-4 and l5 bilaterally." The patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.